Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the capsule ruptured. The iol was removed and replaced with another iol. She does not know the cause of the ruptured capsule. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Bent haptics and optic pressed into the well area was observed. The product history records were reviewed and documentation indicates the product met release criteria. The root cause of the complaint for 'ruptured capsule' is unknown. The customer did not indicate a specific product malfunction; therefore, it cannot be determined if the product contributed to the alleged complaint. Lens damage was observed and this damage is typical in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. (B)(4)